Event description:
The customer reported that there was a problem with the 5v/-12v power supply and 62m power supply. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the power supply. The system operates as intended.